Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the patient had been having difficulty charging the communicator for over a month. The 'top' is very shaky and the port connection was loose and not secure. The orange light comes on and then it would stop and the communicator would blink blue and not connect to the pump. The charging cord was wiggling in the communicator charging port. For the last couple days it had been hard to keep the communicator blue long enough for a bolus so they had to put it back on the charger but the orange light did not work. A request was sent to repair to replace the communicator. Refer to sr 608567334 for report of stim complaint

Manufacturer narrative:
H3: analysis of the communicator found ¿micro usb port was loose and rattling.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.